Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited out of range shock impedance measurements which were greater than 200 ohms. Additionally, baseline noise was observed on the shock channel. A boston scientific technical services consultant documented the clinical observations and discussed troubleshooting options with the caller. No adverse patient effects were reported.